Event description:
During xia surgery, when the polyaxial screw was inserted, the peg at the tip of polyaxial screw driver broke (one of four pegs). Afterwards, the surgeon used broken screw driver and inserted the four polyaxial screws.

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: the implicated device was not available for eval and the corresponding lot info supplied is unk. Complaint history analysis: 23 previous records have been rec'd on the screwdriver or screwdriver shaft products for a prong either bent or broken. Investigations into past complaints concluded that the failures were the result of a bending load or a leverage effort occurring during screw removal suggesting cantilever efforts and omitting the use of the outer sleeve. Risk assessment: there were no reports of any adverse consequences to the pt and the surgery was successfully completed. Conclusion: a thorough investigation could not be performed, as the implicated device was not available for eval and the corresponding lot info was not supplied. Prongs are designed sufficiently long to provide an efficient and rigid connection to the screw in order to drive it in the pedicle, but as a result, it may be submitted to a bending load or a leverage effect leading to this kind of issue, more specifically, if the outer sleeve is not used and if instrument is not fully captured within the tulip. Based on the available info, there is nothing to suggest that this is a product quality issue.